Manufacturer narrative:
Corrected information: follow-up #. This supplemental report should have been number 01, but was incorrectly submitted earlier as number 02, in error. At the visit on site, the territory manager (tm) replaced the scanner unit and found the system to meet the specifications per the service test procedure. No abnormalities that could have contributed to this event were found during review of the device history records. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device was out of production prior to the (B)(6) 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A company representative reported scanner errors appeared during a lasik procedure on a patient's left eye. The error occurred at 97% of completed treatment. The doctor felt there were only a few shots left so did not continue treatment. The patient is doing great.